Event description:
The account alleged that the head section rises on its own.

Manufacturer narrative:
Technical support recommended cranking the head down with the bed unplugged and then unplug both siderails. If the head doesn't rise then he should plug the siderails in one at a time. The account has not completed the repairs.